Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 516 mg/dl. Customer was vomiting and went to the emergency room. Bloodwork was performed and customer was diagnosed with diabetic ketoacidosis (dka). Customer was admitted to the hospital. Healthcare provider identified ketone level as being dangerous. Intravenous insulin/fluids and antibiotics were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer reported that the infusion set cannula was kinked and was likely the cause of the event. Customer had also not been checking the bg level for the past few days prior to the hospitalization. Customer acknowledged the pump was functioning as intended. Type of infusion set was not reported.